Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Externalized conductors due to internal insulation abrasion were noted at 13.6-15.6cm from the distal tip. External insulation abrasion was noted at 34.3-34.8cm from the distal tip, consistent with lead friction to another device. The etfe coating was intact at these locations.

Event description:
It was reported that externalized conductors were observed via fluoroscopy. Normal electrical function was noted. The lead was explanted and replaced.